Event description:
It was reported that the implantable cardioverter defibrillator exhibited a beat of loss of capture. The issue was resolved on its own. No intervention was performed. The patient was stable.

Manufacturer narrative:
Serial number, model number, manufacturing date, expiration date, UDI, physical manufacturing site, and implant date are unknown since the serial number was unknown.